Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 410mg/dl, with polydipsia, and confusion, associated with an alleged history settings issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. There was no data to support the complaint of the basal history not match the active basal program for that date. The available black box showed a manual date change from (B)(6) 2017 to (B)(6) 2017. An unexplained loss of prime was found on (B)(6) 2017 and deliveries were resumed. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing. The pump was run for 24 hours with a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The basal history recorded the programmed basal rates properly during testing. The complaint was unable to be duplicated. The pump information for the complaint date had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.